Manufacturer narrative:
(B)(4). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureterolithotripsy procedure the basket of the ncircle tipless stone extractor ruptured during the lithotripsy. A new extractor was opened to conclude the procedure. No adverse events have been reported as a result of the alleged malfunction. No unintended section of the device remained inside the patient¿s body.

Event description:
Information was provided during follow up that was inadvertently missed in the initial medwatch report. As reported, a convergent odyssey 30 holmium laser was in use during the procedure when the reported issue of basket rupture was identified.

Manufacturer narrative:
Method code: incomplete device returned (4116). Conclusions code: cause not established (4315). Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was performed including a review of complaint history, the device history record, drawings, instructions for use, quality control data and device specifications. One device was returned for investigation. The device was returned with the handle and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 2.7 cm in length. A visual examination noted a kink in the basket sheath 88 cm from the distal tip of the basket sheath. A functional test determined the handle actuated the basket formation to the open position, however, the basket formation will not expand. The basket formation was manually opened, and one wire was found to be missing approximately 2 mm from the knot. The wire has the appearance of being cut. The device history record was reviewed and no related non-conformances occurred during the production of lot number 7877733. A search of complaint records revealed this is the only complaint associated with complaint lot number 7877733. According to the precaution section of the instructions for use (IFU) that accompanies this device: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that had 1 wire broken and missing, it was not returned with the device. The wire was broken approximately 2mm from the distal tip of the basket. The appearance of the broken end of the wire was sharp. The observed damage likely occurred during handling / use of the device. Since no information related to product handling is available, the cause for the reported basket rupture could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.